Event description:
This is the same event as MFR report #: 6000089-2006-01007. During a pta procedure, the balloon of the symmetry small vessel balloon catheter ruptured. A 2mm symmetry ruptured at 8 atms of the first inflation. Then, the right-sfa lesion was inflated several times using a 2mm and 4mm symmetry balloon. The 2mm symmetry balloon ruptured after several inflations. The 4mm symmetry balloon did not rupture. Next the lesion was inflated using a 6mm symmetry balloon and it ruptured on the first inflation at up to 14 atms. After poba, the vessel had a dissection so the physician implated a wallstent rp to close this procedure. A 6fr 11cm medikit introducer sheath, and a 6fr vista jr4 100cm guide catheter were also used in this procecure. No pt injuries or complications were reported. Pt status is reported as 'stable'.